Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The bactiseal catheter was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal peritoneal catheter (ns0339) was implanted on (B)(6) 2021 and by image inspection it was discovered that it was deviated out of the peritoneum. On (B)(6) 2021, the patient was re-operated to return the catheter to the abdominal cavity without removal.